Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose was 115 mg/dl less than 10 minutes, with a difference of more than 20%. Patient did not experience any adverse events. No further information has been reported.